Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, the spike was observed to be cracked at the base of the infusion adapter body. Using magnification, the product was evaluated, not observing any bubbles or other damage that could have contributed to the observed defect. A device history review was performed for lot 2003101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected using magnification and no defects were observed within any of the samples. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. All results were reviewed for lot 2003101 and results were found to be acceptable, no issues related to the reported defect were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that infusion adapter c100-o spike broke. The following information was provided by the initial reporter: material no: 515078 batch no: 2003101. It was reported the spike twisted off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that infusion adapter c100-o spike broke. The following information was provided by the initial reporter: material no: 515078, batch no: 2003101. It was reported the spike twisted off.